Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced hyperglycemia, with the pump displaying a high reading and a concurrent occlusion alert; delivery was resumed per guidance, a manual insulin injection was administered later to expedite correction, and the glucose subsequently measured 296 mg/dl and was trending down, while the user had eaten during the high reading; the therapy involved subcutaneous insulin including use of a pen. Symptoms included fatigue consistent with hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the reported issue characterized as lack of effect and the specific device component not identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.